Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on the (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 80 mg/dl and the bg meter was reading 50 mg/dl. The patient self-treated with peanut butter. However, a few hours later, the patient passed out. The patient¿s wife treated him with glucagon nasal spray and called ems. Once ems arrived, the patient was treated with IV glucose (1 bag). It was not specified when the patient regained consciousness. The patient was not sure if a bg meter fingerstick was done by ems, but it was noted that ems knocked off the patient¿s g7 sensor during the event. Ems transported the patient to the ER. At the ER, the patient was treated with more IV glucose (2 additional bags). After treatment, the patient¿s bg meter reading was 145 mg/dl. The patient was discharged home after approximately 10 hours. The patient was in stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.